Manufacturer narrative:
The product was not returned for evaluation; however, the provided image was reviewed and revealed that the dressing pouch is unsealed on one side. The review of the production records revealed no issues were detected during the manufacturing process. A review of complaint history based on the historical data revealed similar previous events; this failure mode will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. This is likely to have occurred during manufacturing due to an isolated sealing failure and subsequent missed during quality checks. The manufacturing processes, procedures, complaint history and risk documentation have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is anticipated, low risk and within acceptable occurrence levels. At this time, we have reasons to suspect that the product failed to meet the product specifications at the time of manufacture however, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that one (1) unit from one (1) allevyn gentle border 12.5 x 12.5 ctn 10 was found that had not undergone sealing treatment. As this was noticed upon inspection, there was no patient involvement.